Manufacturer narrative:
An ocd field engineer visited the customer site and found that the probe was bent. The fe installed a new probe, cleaned underneath the carousel and wash station and performed the appropriate adjustments to return the instrument to expected operation. The customer run control and accepted the results.

Event description:
The customer reported, that the ortho provue analyzer leak fluid into the reagents on board during type and screen pt testing. Probe leak may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.